Event description:
It was reported bone expansion done, no drilling. Additional corticocancellous bone added. Implant removed due to failure to integrate with infection present. No patient history to report and moderate bone type. Implant site was grafted previously or simultaneously with allograft. Implant was not and immediate placement and was done in two stages. Implant was not load/restored prior to failure. Xray provided is for site 24-25.

Event description:
It was reported bone expansion done, no drilling. Additional corticocancellous bone added. Implant removed due to failure to integrate with infection present. No patient history to report and moderate bone type. Implant site was grafted previously or simultaneously with allograft. Implant was not and immediate placement and was done in two stages. Implant was not load/restored prior to failure. Xray provided is for site 24-25.